Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. Intermittent atrial undersensing was observed at fixed 0.5mv (millivolts) sensitivity. The battery longevity is normal. The device and lead remain in service. No adverse patient effects were reported.